Event description:
An olympus process engineer reported on behalf of a customer, a blockage in the channel of the evis lucera elite gastrointestinal videoscope. The event occurred during maintenance. There was no report of patient harm associated with this event. During incoming inspection, foreign debris was protruding from the air/water nozzle due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Water flow did not meet specification. In addition to evaluation in b5, the distal end adhesive was lifting. The switch button 1 had a hole. The aspiration housing colored ring was worn. The bending angle in the down direction did not meet the standard value. The play of the up/down angulation control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Black rubber-like foreign matter was clogging the nozzle. The nozzle was not deformed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.